Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-737h-(B)(4): the glass fiber core exhibits a circumferential fracture proximal to fusion zone of the bevel edge; the glass cap exhibits severe devitrification at the output area, and detritus adhesion around output area; the fiber was tested with hene laser fixture, the aim beam is present at the output window and break location. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure at 26,500 joules of use and 7 minutes, the laser fiber did not fire or coagulate anymore. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome: no injury to the patient was reported.